Manufacturer narrative:
The device was received with cracked lcd window, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had cracks where the reservoir goes. Customer stated she uses tape to keep the insulin in and the device together. Customer's blood glucose was not provided. Customer was advised the device need to be replaced and returned. Customer agreed to return the device for analysis.